Manufacturer narrative:
Product event summary: analysis confirmed that the programmer booted to the company logo screen, therefore the hard drive was reconfigured and the software reloaded. Analysis also found the case handles broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted up to a black screen. It was further noted on the return paperwork that the programmer did not boot past the logo screen, and that the service diskette was not effective. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer booted up to a black screen. It was further noted on the return paperwork that the programmer did not boot past the logo screen, and that the service diskette was not effective. The programmer was returned for service.no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.